Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. It was reported that the patient's "transfer set was holding peritonitis," however this could not be confirmed and the cause of peritonitis was considered unknown. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment details and recovery status were not reported. Dianeal therapy was ongoing. No additional information is available.